Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 399930, lot# j0455036v, implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was not getting the appropriate coverage that they need. The patient needed stimulation more in their foot and leg but was getting it more in their hips and back. It was reported that the rep tried reprogramming but ended up back at the same program. An electrode impedance check was performed. At 1.5 volts, 210 pulse width, and 30 hertz, the following electrodes pairs were showing less than 15 milliamps: 0/1, 0/2, 0/3, 0/7, 1/3, 1/5, 2/3, 2/4, 2/5, 2/7, 3/4, 3/6, 3/7, 4/5, 4/7, 5/6, 6/7. The rep reported that group impedances were not taken but the patient was still programmed on 6+, 7-. When doing electrode impedance, patient was showing "???" On some pairs. No trauma or falls were reported to be related to the issue. The rep reported that they tried reprogramming around 6/7 since the patient wasn't getting the best coverage. The patient's battery voltage was reported to be at 2.6 volts and 40-85% capacity used. It was reported that a plan for a revision was discussed on (B)(6). Relevant medical history includes complex regional pain syndrome type 1. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the lead impedance noted that the battery life was poor. It was reported that revision of the system was planned. It was later reported that the patient had no attentive revision date set.

Event description:
Additional information received from the manufacturer representative reported that the only reprogramming the manufacturer representative was aware of was on (B)(6) 2015. The cause of the stimulation in the wrong location and impedances issues was not determined. The issues had not been resolved at the time of this report.